Event description:
Healthcare professional (hcp) reports six incidents of blood leak with the psn 210 dialyzer. Incidents occurred during pts' treatment and were noted on leak alarms. All of the blood leaks were verified visually in dialysate and with positive hemastix. Blood was not returned to any of the pts, with an estimated blood loss of 200cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.